Event description:
Surgeon loaded cor-knot mini device quick load units. One of the units broke in half, all pieces obtained. No patient harm. Per or materials management team, a report was filed with the company.